Event description:
The physician noted that two breast reconstruction cases using veritas collagen matrix had failed. When the surgeon went back in, the veritas patch was gone. The surgeon also noted an infection. No further details are available.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. It should be noted that veritas collagen matrix is terminally sterilized. Sterilization records were reviewed and product was sterilized to the specified dose limits. Same problem and reporter as the following manufacturer report numbers, but separate events: 2183620-2011-00078.